Manufacturer narrative:
Siemens filed the initial MDR 9610806-2025-00002 on 24-jan-2025. Additional information 06-mar-2025: the investigation concluded that the issue was resolved by performing routine troubleshooting. Based on the analysis of the information provided and troubleshooting performed by siemens, the probable cause is determined to be high dose hook effect for the affected patient sample. N latex flc lambda concentration for the affected patient sample was determined with a result of > 96600 mg/l, exceeding the antigen excess limit for method flc_l according to the instructions for use (IFU) of n latex flc kappa / flc lambda. Since the logfiles did not contain all relevant data, it was not possible to evaluate the issue in detail. Based on the information provided, no other discordant results were obtained for method flc_l and no issue with the assay or system could be identified through siemens' analysis. These observations suggest a single event for one single patient sample result. The customer is operational. The n latex flc lambda lot 473293 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. In section h6, the investigation findings and investigation conclusions codes were updated.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) to report falsely depressed n latex flc lambda results on an atellica neph 630 instrument. Per the intended use section of the n latex flc lambda instructions for use (IFU): "results of flc measurements should always be interpreted in conjunction with other laboratory and clinical findings." Siemens is investigating. Note: the n latex flc lambda reagent is marketed in the united states under siemens material number 10873630. The 510(k) number documented in section g4 is for the us product.

Event description:
The customer reported the observation of falsely depressed n latex flc lambda results (initial dilution of 1:20 and auto-repeat dilution of 1:5) on an atellica neph 630 instrument. The 1:5 dilution result was reported to the physician, who questioned the result based on serum immunofixation findings, where the gel card indicated strong bands for lambda. A fresh sample was tested at a dilution of 1:20 and 1:32000 on the same instrument on another date. The sample was repeated on a third date at a dilution of 1:20 and 1:32000. The fresh sample result at a dilution of 1:32000 was reported, as the correct result, to the physician. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed n latex flc lambda results.